Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, 'system error 322' was reproduced. A review of the event history log( ehl) revealed 'system error 322' messages. The reported condition was verified. The cause of the condition was determined to be a defective lower link switch. The lower auxiliary requires replacement to correct the issue. A service history review (shr) revealed the device was previously serviced within the last twelve (12) months for the same/similar issue. The lower link screw was found out of adjustment and adjusted during the previous service. All required service actions were completed during the last service cycle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.